Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer declined to complete system check with tandem technical support, so root cause could not be determined. Customer's blood glucose was 344 mg/dl.